Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pause episode was observed via remote transmission. Upon review, the episode was found to be falsely triggered due to suspected loss of contact. The patient will continue to be monitored.